Manufacturer narrative:
Additional information: based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
In (B)(6) 2020 the recipient suddenly lost hearing sensation when using the device. This was confirmed in (B)(6)2020. Re-implantaton is planned but no date has been scheduled thus far. No new information has been received as of (B)(6)2020.

Manufacturer narrative:
Damage to the lead wire of the conductive link as it might be caused by minute device mobility was determined to be the root cause of device failure. The failed quick-check measurement supports this finding. The reported visibility of the conductor link in the radical cavity may have contributed to the wire breakage. This is a final report.

Event description:
In (B)(6) 2020 the recipient suddenly lost hearing sensation when using the device. This was confirmed in (B)(6) 2020. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2020 the user suddenly lost hearing sensation when using the device. This was confirmed in (B)(6) 2020. Re-implantation is planned but no date has been scheduled thus far.